Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the 3 month visit, the right ventricular lead was found with no capture, no sensing of intrinsic r-waves initially and then low sensing after reprogramming, and was found to be dislodged from the original implant site per x-ray. The lead was noted to have had tight slack. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.